Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32mm x 2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified para osteal left circumflex (lcx) artery. Following pre-dilatation of the target lesion with a 2.5x20mm balloon catheter which resulted to an 80% residual stenosis, a 2.50x32mm promus element drug-eluting stent was advanced to treat the lesion. However, while advancing the device and half of the stent was still in the guide catheter, the stent could not be advanced through the vessel. The device was pulled out from the patient and it was noted that the stent dislodged. The procedure was completed with a 2.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows distorted and lifted distally from the stent profile. No stent dislodgement noted. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile, mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32mm x 2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified para osteal left circumflex (lcx) artery. Following pre-dilatation of the target lesion with a 2.5x20mm balloon catheter which resulted to an 80% residual stenosis, a 2.50x32mm promus element drug-eluting stent was advanced to treat the lesion. However, while advancing the device and half of the stent was still in the guide catheter, the stent could not be advanced through the vessel. The device was pulled out from the patient and it was noted that the stent dislodged. The procedure was completed with a 2.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable